Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on an overall review, signs of degradation in the sensor's chemical component was observed so a sensor replacement was authroized due to system performance. However, user stated that he started calibrating more often and he began to see improvement in the system so he did not want to proceed with the reinsertion. Since the user insisted on using the system as is, he was advised to check his blood sugar any time his symptoms differ from the sensor value and to follow recommendations from his hcp. Per the dms, the information in the system is up to date.

Event description:
On 04 aug 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.